Event description:
Patient had right angiogram on approximately one week ago, using an angioseal closure device. There were no problems post-procedure in the recovery room. The patient was transferred to a surgical floor and was out of bed and the angioseal failed. Patient had increased pain and swelling and was returned to the or for repair.